Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the continuity of the ECG lead and trunk cable. No malfunction with the pump were found. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had no ECG cable wave form. There was no patient harm or injury.